Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Manufacturer narrative:
Trackwise (B)(4). Updated sections: g4, g7, h2, h3, h6, h10. Initial reporter email address; (B)(6). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period oct-2019 through sep2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/213/67) the device was returned to the factory for evaluation on 20sep2021. An investigation was conducted on 19jan2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the intact c-ring. The electrodes were observed to be intact, no visual defects were observed. The bipolar electrodes were observed to be intact, no visual defects were observed. The device was evaluated for mechanical function. The toggle extended and retracted the blade. An electrical evaluation was performed. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use (cv000001597). The device passed the pre-cautery test with a reference generator (recommended setting of 18) and reference bipolar cord. The bipolar cord connection was manipulated during activation. The device remained active and no failure to deliver energy was observed. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time. Based on the results of the evaluation, the reported "failure to delivery energy" was not confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro system does not coagulate. There was no energy delivered at the tip of the device. Changed connection cable of reusable set. It still didn't work. Opened a new system of vasoview. There was no harm to the patient.